Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported, via MRI, right side "have some crepes inside the breast implant, no crepes on outside" and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: device patch with lot number 2923121 and catalog number 115-290. Rupture- breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Creases/folding of implant- breast: not observed.

Event description:
Healthcare professional reported, via MRI, right side "have some crepes inside the breast implant, no crepes on outside" and rupture. Device has been explanted and replaced.